Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had phrenic nerve stimulation from the left ventricular (lv) lead. The lead was programmed off and remains implanted. No further patient complications have been reported as a result of this event.